Event description:
It was reported that the male luer of a catheter extension set disconnected from an unknown device, resulting in a leak. The male luer was described as deformed. A patient was reportedly involved; however, there was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed, a deformed female luer adaptor was observed. The reported problem was identified during evaluation but the cause could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.